Manufacturer narrative:
No device and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: on 05/05/2008 a vena cava filter was deployed successfully due to risk of dvt and subsequent pulmonary embolism. Patient was involved with a motorcycle mva resulting in multiple fractures and closed head trauma. The multiple fractures included the left hand, right wrist, left leg, multiple rib fractures, t11 vertebral body fracture. On (B)(4) 2010 a CT scan performed demonstrated the filter apex embedded in the ivc wall. No filter limb detachments were identified. A few filter limbs were perforating the posterior cava wall. The following day the vena cava filter retrieval procedure was performed. Bronchoscopy forceps were used to successfully capture and remove the vena cava filter. A vena cava gram performed did not demonstrate any evidence of extravasation. The patient was hemodynamically stable at the conclusion of the successful filter removal. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that approximately two years post vena cava filter deployment; diagnostic imaging demonstrated the filter apex embedded in the ivc wall with some filter limb perforation. The filter was successfully captured and retrieved. The patient was reported to be hemodynamically stable at the conclusion of the filter removal.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion: based on the medical records, the investigation is confirmed for filter tilt, perforation of the ivc, and removal difficulties. The removal difficulties were likely the result of the apex being embedded in the cava wall. The root cause of the tilted filter and perforation of the ivc wall is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Only use the recovery cone® removal system to remove the g2 filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition.